Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The 2.5x12mm trek rx was removed and a 2.25x20mm non-abbott stent, a 2.25x23mm xience alpine stent, and a 2.25x12mm xience alpine stent were implanted in the lad. As part of the standard procedure post dilatation was performed using a 2.5x8mm trek nc balloon. The balloon ruptured after the third inflation up to 18 atmospheres (atm). The 2.5x8mm trek nc protective sheath/stylet was removed without resistance, the device was soaked and prepped outside the anatomy prior to use, and no other issues were noted during preparation. Intravascular ultra sound (ivus) was performed and for the first time it was noted that the 2.25x16mm non-abbott stent was deployed inside the dislodged 2.5x38mm alpine stent. The 2.5x38mm xience alpine stent was further dilated with a new 2.75x8mm trek nc balloon. Reportedly the dislodged stent was unknowingly expanded by the 2.25x16mm non-abbott balloon or by one of the trek balloons and made apposed to the vessel wall. There was no clinically significant delay in the procedure. No additional information was provided. Concomitant products: stent: 2.25x16mm promus premier, 2.25x20mm promus premier; 2.5x38mm xience alpine. The 2.50x38mm xience alpine referenced is being filed under a separate medwatch MFR number. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a concentric lesion in the left anterior descending (lad) artery with mild tortuosity and heavy calcification. The lesion was pre-dilated with a 2.25mm trek rx balloon dilatation catheter (bdc). A 2.5x38mm xience alpine stent delivery system (sds) was advanced and failed to cross the lesion due to the patient anatomy. The alpine sds was removed and the stent dislodged and remained in the anatomy without the physicians knowledge. A non-abbott 2.25x16mm sds was advanced and failed to cross the target lesion. The non-abbott sds was removed and a 2.5x15mm trek rx was advanced toward the target lesion and the lesion was further dilated. The device was removed and a non-abbott sds was re-advanced but still failed to cross. The 2.5x15mm trek rx was re-advanced and failed to cross the lesion due to the patient anatomy. The device was removed and a 2.5x12mm trek rx was advanced toward the target lesion and used to dilate the lesion. The device was removed and a 2.25x16mm non-abbott sds was re-advanced toward the target lesion and the non-abbott stent was unknowingly deployed inside the dislodged 2.5x38mm xience alpine stent within the proximal lad. The device was removed and a 2.5x12mm trek rx was advanced towards the distal lad but failed to cross due to the patient anatomy and the proximal shaft kinked. The device was removed and replaced with a new 2.5x12mm trek rx that was advanced toward the target lesion and used to dilate the distal lad.